Event description:
Report from 'medwatch' form the account indicates: "during insertion of the catheter, the catheter and guide broke off leaving a portion in the pt's back. The pt underwent surgery for removal of the catheter." Add'l info from account reveals pt was to received the epidural for delivery. Pt has history of back surgery. Account reports the guidewire and catheter coiled up. Catheter and guide wire broke off in the pt on removal. CT revealed site. Second epidural was placed for delivery. Pt. Had neurosurgical consult for removal of product. No other complications noted. No sample available to be sent but is available at the account.